Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, immediate implantation, preceding/simultaneous bone augmentation, bone resorption, pain, increased sensitivity, mobility.